Event description:
International customer reported that, the suture broke at an unspecified time following thoracic surgery. The patient was taken back to surgery for repair. No further information was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.